Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm and a low battery alert in less than one week. The customer's blood glucose level was 190 mg/dl. He/she was advised to disconnect from the insulin pump and revert to back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
The pump powered up properly after battery insertion. No display anomaly was noted after the battery was inserted. The pump passed the displacement, rewind, basic occlusion, error, and self tests. All operating currents were within specification. The off no power alarm functioned properly. No unexpected low battery alarm was noted. No motor error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump also had minor scratches on the display window, a scratched case, a scratched reservoir tube window, and a cracked reservoir tube lip.